Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with suspending a bolus. The customer states they accidentally programmed 20 units bolus and could not get it to suspend. The customer states they disconnected from the device at 15 units. The customer states they have 22 active units. The customer's blood glucose level at the time was 90mg/dl. The customer states they treated their low levels with orange juice. The customer will motor their blood glucose levels and call back to ensure they are still safe.